Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection did not reveal any anomalies. The programmer passed both the baseline evaluation and system functional testing. The touch screen was confirmed to not be responding to touch. The programmer was disassembled to isolate any defective components. When the touch controller was swapped out for a known good unit, the product defect disappeared. This confirms the failure observed in the touchscreen was cause by the defective touch controller.

Event description:
It was reported that this programmer's touch screen would not respond. No adverse patient effects were reported. The programmer was returned back from the field for analysis.